Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.

Event description:
It was reported that the lead screw mechanism was not operative during attempted lead placement. An alternate lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.